Event description:
Patient reports pump malfunction. Pump continues to say that the cassette was not connected/detected. Patient did not report any adverse events or any additional information. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? No. Did the patient have a backup device they were able to switch to? Unknown. If yes, was the patient able to successfully continue their infusion? N/a. Is the infusion life-sustaining? Yes. What is the outcome of the event? Ongoing. Serial number not reported. Unknown if patient missed dose. Unknown if md aware. No further information, details, or dates available. Pulmonary arterial hypertension.